Manufacturer narrative:
Concomitant medical products: 5086mri lead, implanted: (B)(6) 2011.

Event description:
It was reported that the atrial lead was dislodged and wrapped around the implantable cardioverter defibrillator (ICD). The atrial lead also exhibited high impedance. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.